Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device produced uneven mesh.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) once. The last repair was (B)(6) 2013 where it was reported that the device was not meshing evenly and the roller, cutter and side plates were replaced. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by zimmer biomet surgical was not performed since the sales representative stated that the customer said the reported device could be scrapped since they purchased a new device. Repair of the meshgraft ii was not performed by zimmer biomet surgical since the sales representative stated that the customer said the reported device could be scrapped since they purchased a new device. The reported event was non-verifiable since the device was not evaluation since it was scrapped. The root cause of the device producing uneven meshes cannot be specifically determined with the provided information since the device was scrapped and not evaluated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.